Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of baclofen for intractable spasticity. The pump was refilled three weeks after implant and the hcp noted the reservoir was almost full. The pt underwent explantation of the pump. The pump was returned of the MFR for analysis.